Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.6, lab: 3.12. Date: (B)(6) 2010, inratio: 3.6, lab: 2.90. Date: (B)(6) 2010, inratio: 2.6. Lab tests were drawn immediately after finger stick tests. Doctor held coumadin dose for two days on (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
Investigation pending.